Event description:
In 2009, this pt underwent endovascular repair using two gore tag endoprostheses for a traumatic dissection of the proximal aorta due to a motorcycle accident. Two days later, imaging revealed that the proximal tag device had collapsed at the apex of the proximal thoracic aorta. A reintervention then occurred, whereby a palmaz bare metal stent was implanted inside of the collapsed tag device. This resolved the collapse and the pt tolerated the procedure. Please note: it is not known which tag device was implanted proximally. Both lot/serial #s will be noted on this medwatch.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. According to the instructions for use, the safety and effectiveness of the gore tag thoracic endoprosthesis has not been evaluated in pts with acute dissections. Please note additional device used: tg2610/06629429. Attempt(s) to acquire info required for this form were made by gore. Blank required fields indicate that the info was not provided, was deemed unavailable or was not applicable.